Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that their insulin pump had prime rewind anomaly and no delivery alarm during manual prime. The blood glucose level was 226 mg/dl. Customer stated that they were stuck in rewind complete, bolus delivery loop. Customer stated that they were not received second series of beeps nor did numbers appear on the screen. The troubleshooting was performed for primed rewind and no delivery. The customer was advised the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing.